Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with test results from non-fasting results obtained of 401, 399 and 412 mg/dl. The customer's expected non-fasting blood glucose test result range is 93 - 153 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that at the hospital on (B)(6) 2017 they received a non-fasting blood glucose result of 367mg/dl. Customer stated the truemetrix meter was reading higher compared to the hospital result but could not clarify the comparison with the truemetrix result. The reason for the hospital visit was not provided during the initial call; a call back was attempted to confirm the reason but was unable to contact the customer. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 147 mg/dl and 154 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 401mg/dl (B)(6) 2017 09:41:00 am fasting:no, 399mg/dl (B)(6) 2017 08:20:00 am fasting:no, 412mg/dl (B)(6) 2017 09:00:00 am fasting:no. Memory concerns:401 mg/dl , 399 mg/dl , 412 mg/dl. Customer did state at the hospital on (B)(6) 2017 on sunday they received at result from hospital of glucose reading of 367 mg/dl not fasting but compared result with our meter but cannot clarify the glucose reading they obtained and compared to the hospital meter. But she states our meter was reading high compared to hospital reading 367mg/dl not fasting with our meter on (B)(6) 2017 on sunday. Customer conducted a back to back glucose reading within a 15 minute period from each other which first result 147 mg/dl not fasting and second 154 mg/dl not fasting.